Manufacturer narrative:
On 15 march 2017, the manufacturer of the instrument provided a document review reporting as follows: batch released on date: 29 september 2016. N. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have received other complaint for this batch. Conclusions: there aren't non conformity elements in the document review. On 31 march 2017 the medacta (B)(4) performed a visual inspection of the retrieved items and commented as follows: both acetabular shell and cup impactor are available: the tip of threaded part of the cup impactor is broken and also the threaded hole of the implant is slightly scratched. It is possible to assume that the instrument has been "spolt" due to the repeated usage and high torsion force. Batch review performed on 31 march 2017. Lot 165899: (B)(4) items manufactured and released on 07 december 2016. Expiration date: 2021-11-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported events.

Event description:
Upon impaction, the cup became stripped and the impactor broke. The threading on the impactor is no longer intact. No fragments fell into the patient. There was a short delay of approximately 5 minutes. The surgeon used a secondary impactor and a new shell to complete the surgery. The surgery was completed successfully. The instrument and the implant are available.